Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the time and date were incorrect on the pump. The customer was unsure how the time and date became incorrect. The customer's current blood glucose level was 107 mg/dl. The customer was to correct the settings on their own and declined assistance from tandem technical support.